Manufacturer narrative:
The evaluation of the customers issue included a review of the analyzers service history, ticket trending review, labeling review, and device history record review. The instrument service history review revealed no additional service or complaint issues, on or around the date this was reported, that may have contributed to this customers issue. The field service representative (fsr) evaluated the analyzer and replaced multiple parts. The fsr replaced the r1 pipettor inner tubing. No additional discrepant result issues have been reported since the service activity was completed. The tbg, r1 pipettor inne (rohs), part number 7-93246-01, which replaced has been determined to be the likely cause for the customers issue. A trend review did not identify any trend or systemic issue for the product or the part number 7-93246-01. Labeling review concludes that the customers issue is adequately addressed as well as the removal, replacement and verification of part number 7-93246-01. Based on all available information, no malfunction, and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false elevated architect magnesium assay results for one patient. The customer provided: sid: (B)(6) initial = 8 mg/dl, repeat = 2 mg/dl, after qc activities repeat = 7.5 mg/dl (ref range: 1.6 to 2.6 mg/dl). There was no impact to patient management reported.